Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331, 4109 and 4112. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was received for evaluation. Visual evaluation identified dried blood and bone, signs of use and no apparent malfunction on the implants. The customer provided an x-ray image showing both implants, and the foreign object. Sme evaluation by medical affairs manager, confirmed the reported medical event (related to foreign matter) as customer follow up determined all of the endodontic material was not removed when the tooth/teeth that was/were located in the implant site/s was/were removed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is linked with (B)(6) 2020, 0001038806-2020-01379.

Event description:
Doctor reports that the bopt4311 implant was removed due to a foreign object visible on x ray.